Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to charge to (B)(4) and displayed a "defib fault" error message. The customer was unable to provide details of which defib fault message was seen; however, at zoll medical the device displayed "discharge fault", "defib fault 72", and defib fault 80" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.